Manufacturer narrative:
The customer calibrated the architect sample probe which resolved the issue. There were no additional discrepant results reported on the architect, serial number c1601491, after the probe was calibrated. Return testing was not completed as returns were not available. A review of the architect c1601491 instrument service history, identified no contributing factors to the discrepant results, nor did it identify any additional erratic or discrepant results reported. A review of the clinical chemistry systems tracking and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. A review of historical data for the architect probe associated with this complaint, revealed no trends, systemic issues, or nonconformances. A review of labelling adequately addresses sample results observed problems for erratic / discrepant results, including, but not limited to the troubleshooting performed by the customer. Based on the investigation no product deficiency was identified for either the architect serial number c1601491, or the architect probe.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Patient identifier sid's: (B)(6).

Event description:
The customer reported falsely elevated ldh results generated on the architect c16000 analyzer on four patients. Results provided: (B)(6) 2020: sid (B)(6)= 368 u/l, another architect = 231 / 253 u/l. Sid (B)(6)= 351 u/l, another architect = 151 / 147 u/l. Sid (B)(6)= 408 u/l, another architect = 272 / 284 u/l. Sid (B)(6)= 461 u/l, another architect = 224 / 217 u/l. No impact to patient management was reported.